Event description:
During an atrial fibrillation ablation procedure, a rigid sheath was used for transseptal puncture and the dilator pierced the sheath in the distal portion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sheath puncture remains unknown.